Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a suspected over infusion of an unspecified medication using a pca device without any details about the event. Although requested, additional information is not available; there was no patient harm.

Manufacturer narrative:
The customer¿s report with an over infusion of the pca module was not confirmed. Review of the pcu logs and key replication performed according to the last programmed infusion, did not identify any obvious programming errors. Functional testing of the device did not identify any failures. A comprehensive analysis of the source device was performed showing the device passing all accuracy tests. Results confirm the pca module to be within specification. The root cause for the over infusion of the pca was not identified. The pca module test results indicate the unit to be in specification and performing as designed.